Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a type 1 endoleak at the distal end of the valiant stent graft was detected during routine follow up. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause of endoleak is unknown. Conclusion: endoleak. Cause of endoleak is unknown.

Event description:
The rep was notified on (B)(6) 2014 that the patient was successfully treated with two valiant stent grafts. One graft was placed first in a predetermined regional of the aorta, a straight segment several centimeters superior to the celiac artery. The second stent graft was then placed to bridge the existing grafts and the newly placed first graft with the correct overlaps of both grafts to meet the standards of the IFU. After successful placement, all grafts were ballooned with a reliant balloon and a final angiogram was performed. No endoleaks were apparent and the physician advised that he was happy with the result. No additional clinical sequelae were reported and the patient is fine.